Event description:
A hospital in (B)(6) reported that an mr290 autofeed humidification chamber cracked after 2 weeks of use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the returned chamber was visually inspected. Results: the visual inspection revealed a crack stretching a long the base below one of the ports. The visual inspection also revealed the print above the crack to be slightly smeared. A lot complaint identified 3 other similar complaints for this lot number. Conclusion: we are unable to determine the root cause. We have recently completed an investigations into the cracking of the mr290v chambers. Our investigation results indicate that it is possible the cracking observed on the chamber from the complaint in this enquiry could have been caused by environmental stress cracking due to the chamber dome coming into contact with cleaning products, specifically products that are alcohol-based during the two weeks the chamber was in use. The mr290 humidification chamber is a single use device, manufactured in a clean working environment and as such does not need to be cleaned. To this end our user instructions state: "do not soak, wash, sterilise or reuse this product" every mr290 chamber is pressure tested to 200cmh20 following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. This suggests that the cracks occurred post production. Fisher & paykel healthcare's user instructions that accompany the mr290 chamber specify to the user to "perform a pressure and leak test on the breathing system before connecting to a patient", to refrain from using the chamber if it has been dropped and "to set the appropriate ventilator alarms" in the event a leak occurs. It also states that the maximum operating pressure is 8kpa.